Manufacturer narrative:
The ge service rep verified the workstation vdc. He reseated the pcb's then tested the system for operation. The system operates as intended.

Event description:
The customer reported that the system will not boot up. The error code 253 displayed on the system.